Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that since calling the last time the device connected good for couple days and they were getting stuck at certain percentage and spinning and they have to restart the app. The patient stated they received update to download and had to keep re-download the update. The patient stated they got 6 boluses a day. The manufacturer's patient services specialist (pss) assisted the patient with clearing the data and closing out all the apps and handset connected to pump. The patient was warm transferred to healthcare it regarding the download updates.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.